Event description:
The physician reports that a pt underwent cataract surgery with placement the crystalens in her left eye. One month postoperatively the lens vaulted anteriorly, which caused a decrease in bcva from 20/40 preoperatively to 20/50. A yag capsulotomy was performed in order to reposition the lens, however, this did not resolve the vaulting. The lens was then successfully repositioned and the pt's bcva improved to 20/25. At the last visit, the lens was in good position and the prognosis was good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the lens vaulting was caused by capsular fibrosis with a large assymetric capsulotomy. In addition, the steroid dose provided to the pt was not effective enough to prevent aggressive healing response.